Event description:
It was reported that the procedure was to treat a heavily calcified lesion in the heavily tortuous superficial femoral artery (sfa). After placement of a non-abbott 5-french sheath and a non-abbott 5-french guiding catheter, a non-abbott guide wire was placed. The non-abbott guide wire was exchanged for the versacore guide wire; however, the versacore guide wire failed to cross the lesion due to interactions with the calcification, and the guide wire became looped (prolapsed). Multiple attempts were made to push the versacore guide wire by looping; however, the guide wire still failed to cross the lesion. Resistance was met with the anatomy during withdrawal, and upon withdrawal the guide wire was noted to be kinked. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. A non-abbott guide wire was used to successfully complete the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The kink was able to be confirmed. The failure to advance and difficulty removing the guide wire could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the electronic complaint database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.